Event description:
Pt had undergone an endarterectomy with placement of vcs clips on carotid artery on 3/7/96. While in rr, neck fullness noted. Pt returned to surgery and loosened clips in place and sutured graft. 2nd post-op day, pt doing well.